Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): information was received from a consumer regarding patient with implantable neurostimulator (ins) for spinal pain. It was reported that the patient had not charged the battery for a couple of months. Difficulty charging and compliance were factors that may had led or contributed to the issue. They tried to jump start and it was unresponsive. They were unsure of how many times the battery had been discharged. No patient symptoms were reported. The healthcare provider (hcp) was submitting for lead revision and battery replacement. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-dec-19 reporting that there was a coupling issue and a patient issue. The difficulty charging was observed on the date of the report ((B)(6) 2017). The cause of the unresponsive ins was due to body positioning when sitting. A revision was planned if approved. No further complications were reported.